Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen did not respond, preventive maintenance needed. Device was sent for bench repair. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Bench repair evaluated the device revealing scratches on the screen and a malfunctioning navigation system, which renders it unusable. Consequently, it has been determined that the entire screen assembly requires replacement, and a new touchscreen has been ordered. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.